Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 for support after removal of intra-aortic balloon pump (iabp). It was noted that they had a successful insertion of the impella 5.5 and removal of iabp. It was reported that throughout support, placement signal waveforms were decoupled and suction events were experienced. The physician repositioned the pump. However, waveforms were still uncoupled and suction alarms were present at p levels higher than p-4. The patient was given a fluid bolus. An echocardiogram was ordered to verify the placement. Additionally, it was reported that repositioning attempt failed. The nurse also reported intermittent suction events and inquired about negative left ventricle diastolic of -60. The patient continues on support.

Manufacturer narrative:
The root cause of the positioning issue was not determined since product was not returned and due to insufficient clinical information. The root cause of the low pump flow issue was most likely patient condition related based on log and clinical review.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. All optical 5s parameters are stable without variations. Placement signal (ps) spiking and variable during the case from 04/11 to 4/30. No issue with optical 5s parameters. The root cause of the lv waveform (optical signal) issue was likely patient condition related based on log and clinical review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Corrections that were made from the initial manufacturer device report number 1220648-2025-28077.